Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had ineffective therapy approximately two years ago due to the patient feeling that the effect of therapy was reducing. Physician opted to remove only the ipg and not the leads, to avoid an infection risk. Physician did not suspect any abnormal issues observed on the system and stated that patient may have developed resistance to the stimulation due to long usage time. The implantable pulse generator (ipg) was explanted only as a result to resolve the issue. The ipg became over discharged during the explant procedure however this could not be confirmed. There were no complications during the procedure with no adverse consequences. Patient is taking medication to help with pain currently. Patient was stable.